Event description:
It was reported that during a laparoscopic appendectomy procedure, the device partially fired and would not open, putting a hole in the cecum. Converted to open to remove the device from the tissue. The pt is okay.

Manufacturer narrative:
A1, 2, 3, 4; b6, 7; d11: info was not provided by the initial contact. D4; h4: info is unavailable; device was not returned for eval.